Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6), product type: catheter.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving 30 mg/ml dilaudid at 4.111 mg/day via an implantable pump for non-malignant pain. Itwas reported that a volume discrepancy occurred. The expected residual volume was 2.3 ml while the actual residual volume was 23 ml. Roller and dye studies were performed and showed no issues. It was stated that the doctor was thinking the aspiration or pushing of the dye cleared whatever was blocking the catheter. No symptoms were reported. The last refill date where the volume discrepancy was first noted was (B)(6). No further issues were reported or anticipated.